Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached 373mg/dl while wearing the pod on her abdomen for between 4 and 24 hours. She felt weak, lacked energy, and was short of breath. She stated that the cannula seemed a little bent when the pod was removed. Treatment included replacing the pod. Recent setting changes had been made by her doctor the week prior, increasing her basal from 3-6pm.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.

Event description:
The customer additionally reported that the cannula never went into her arm and that is why her blood glucose went high.